Event description:
Patient was receiving chemotherapy doxorubin 25 mg, etoposide 130 mg, and vincristine 0.9 mg. The infusion was set to run over 24 hours (45.5 ml/hr). The infusion was double checked by second rn and set up correctly on pump. It began around 2030. At 1615 (approximately 20 hours later), the pump alarmed "air in line." The nurse checked the alarm and noted that the bag contained around 100 ml of chemo when it should have contained around 300 ml based on the volume to infuse and the time it began. The infusion was stopped and the pump was removed from service. The infusion was continued using another pump at a slower rate.reported by telephone to carefusion customer advocacy. Report filed. Will update manufacturer with our testing and then return to them.